Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. Approximately 19 months post-implant, the patient informed the clinic about a red heart alarm along with a continuous audible alarms. The system controller in use was exchanged to the backup system controller; however, there was no resolution of the alarms. The patient was taken to the hospital and after further evaluation by the hospital staff, a decision was made not to proceed with a pump exchange. The patient expired on 2011-(B)(6). Specific actions taken by the hospital staff relevant to the care of the patient are unknown; however, photographs taken of the implanted pump at the time of explant revealed damage of the intracorporeal part of the driveline at the pump housing.